Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14812, related manufacturer reference number: 2017865-2020-14813, related manufacturer reference number: 2017865-2020-14814. The device and right ventricular lead were explanted due to an infection. The device had extruded through the skin due to a decubital effort and pocket erosion. The patient had a low body mass index, which increased the likelihood of the erosion. The patient was in stable condition.